Event description:
It was reported that the customer complained of reproducible noise from the 12-lead and cable connector ports on the programmer. New cables were tried but did not improve the noise signal. The programmer was returned for evaluation and service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: analysis confirmed the reported event. A loose connector port was found on the printed circuit board, which introduced noise. The latch tab was also observed to be broken off the power cord door, and there was a broken keyboard hinge.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).